Event description:
I have been feeling pain and burning sensation on my breast hence I had natrelle saline filled breast implants, and I was told there is a health risk and a recall. What are the steps I need to take? Should I have them removed? Are there any health risks to get them removed.? Does insurance cover to have them removed? Please get back to me as soon as possible. FDA safety report ID# (B)(4).